Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump which caused a chipping in the corner where the cartridge is loaded. Reportedly, the customer experienced difficulty with loading a cartridge. Blood glucose level was 250 mg/dl.